Manufacturer narrative:
2 of 2 devices were returned for evaluation. Evaluation of one device found chuck wear and lack of proper maintenance. The device needed the turbine replaced. The device was repaired and returned to the customers. Evaluation of one device found normal chuck wear and the turbine needed replaced. The device was repaired and returned to the customers.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. This report summarizes two malfunction events where midwest stylus atc handpieces would not hold dental burs. There were no injuries in any of the events.